Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2018) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there power to the device after the battery was installed? If no, was the battery removed, rotated 180 degrees, and reinserted? Was the knife reverse switch attempted before attempting the manual override lever? When the manual override did not work were other measures taken to open the jaws of the device? Did the jaws of the device ever open? If so, how was the device opened? Was any portion of the target tissue stapled or cut when the knife stopped? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, were the staple line and cut line approximately equal in length?

Event description:
It was reported that during a sleeve gastrectomy, the motor did not start and the manual override did not work. Use of another like device. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/10/2018. Batch number: p57w4c. The analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60g cartridge reload was received partially fired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.